Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient receiving morphine at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was due for a fill in (B)(6) but they were not able to make it to the appointment and there is only a little bit left in the pump. The patient was bedbound and could not be brought to the clinic for refills, so they requested the pump be discontinued to get oral medications. The pump was placed on minimum rate due to not being able to get the pump refilled because of the patient's health condition that was unrelated to the device or therapy.